Event description:
It was reported that shaft break occurred. A 2.75mm x 15mm nc emerge balloon catheter was inserted over the wire. However, the device experienced difficulties advancing through the guide catheter prior reaching the coronary anatomy. The negative was pulled from the balloon and blood was noted in the contrast. Subsequently, the balloon was completely removed for further inspection and it was noted that the shaft was broken or snapped. The device was replaced and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that shaft break occurred. A 2.75mm x 15mm nc emerge balloon catheter was inserted over the wire. However, the device experienced difficulties advancing through the guide catheter prior reaching the coronary anatomy. The negative was pulled from the balloon and blood was noted in the contrast. Subsequently, the balloon was completely removed for further inspection and it was noted that the shaft was broken or snapped. The device was replaced and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. Returned product consisted of a nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood in the inflation and guidewire lumens. The balloon was tightly folded. There were numerous kinks throughout the device. There was a complete hypotube separation 43.5cm distal of the strain relief. The hypotube fracture surfaces were ovaled. The guide catheter used in the procedure was not returned for analysis, so a test 5f guide catheter was used. The tip of the device was inserted through the hub of the guide catheter and the nc emerge was advanced with no issues up to the separated end. Inspection of the remainder of the device presented no other damage or irregularities. The complaint investigation conclusion code is: adverse event related to procedure.